Manufacturer narrative:
The co svc rep attemped to reset the system by power cycling the system and clearing the error logs, but it still did not operate properly (locked up with a runtime error message). He reloaded the software onto the unit. The system was tested to factory specifications. It functioned normally and was returned to the customer.

Event description:
Locked up and the screen went gray. No pt injury was reported.